Event description:
Attempted to implant a 4.0 mm x 25 mm nir stent into left anterior descending. Was unable to cross lesion on multiple attempts. Pulled stent device back to guide catheter. On removal of system stent was not on balloon. Unable to find stent with fluoro exam.